Manufacturer narrative:
The device was received and evaluated. The downloaded data showed that the device completed second prime, however, the needle did not deploy. Rotational sensor data shows the ratchet gear stopped rotating, resulting in a drive stall. The device was deactivated by the user once second prime completed and it was observed that the needle had not successfully deployed. Further inspection of the device showed that the hook talon was slipping over the ratchet gear during priming. The slipping resulted in the ratchet gear not rotating enough to allow the firing flat to initiate needle deployment. Hook talon was observed to not be making enough contact with the ratchet gear teeth. An external power supply was used to attempt to actuate the sma wires and manually advance the ratchet gear, but the slipping issue still occurred. The cause of this issue could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the patients blood glucose level rose above 15 mmol/l (270 mg/dl). The patient treated the hyperglycemia by delivering boluses. The pod was worn between 4 and 24 hours on the abdomen.